Manufacturer narrative:
On march 25, 2021, the mentor failure analysis lab received the device for evaluation. On march 31, 2021, mentor received additional information indicating that the patient did experience right breast capsular contracture (baker grade unspecified) and along with the removal and replacement, they also underwent bilateral capsulotomies. On april 6, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant had a crease/fold on the anterior view. Additionally, a tear was found starting within the crease/fold and extending to the posterior view, measuring approximately 6.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, initially suffered right breast discomfort, post-procedure. The patient's healthcare professional initially thought it was capsular contracture, so the patient underwent revision surgery on (B)(6) 2021. During the surgery, it was discovered that the right breast implant was actually ruptured. Subsequently, the patient underwent unilateral removal and replacement with a 500cc mentor memorygel breast implant (catalog: 3505001bc lot: 7590367 sn: (B)(4)).